Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead dislodged the day after being implanted. After trying lead repositioning several times, non adequate sensing measurements and thresholds were obtained. It was also reported that tissue was caught in the helix. Lead was explanted and replaced for a new one. No additional adverse patient effects were reported.